Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open and the phenom catheter tip was deformed. The patient was undergoing a dense mesh surgery for treatment of an ophthalmic segment aneurysm. It was reported that the surgeon used a synchro-14 guidewire to advance the intermediate catheter navien to the c4 posterior curve and then advanced the phenom 27 catheter to the distal m2 segment. After adequately hydrating the pipeline flex, the stent was delivered into the catheter and deployed in the m1 horizontal segment. During deployment, the distal end of the dense mesh consistently failed to open. The surgeon attempted multiple push-pull and retrieval maneuvers, but the distal end could not be properly opened. Considering the potential risk of intimal injury due to repeated attempts, the stent was removed. Upon inspection, the distal end of the stent was found to be conical, and the catheter tip was deformed. To ensure the success of the procedure, the stent was replaced with a ped-475-18. The surgery was then completed successfully, and the patient experienced no adverse reactions. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use. Additional information was received stating that the cause of the event was not determined. The lesion was identified as a c6 segment lateral wall aneurysm, and the patient¿s vessel tortuosity was moderate. The pipeline device had not been placed in a vessel bend when it failed to open; it was opened at the m1 level segment. Additional steps were taken to address the issue, including pushing, pulling, and attempting retrieval. The catheter was flushed as per the IFU. Ancillary devices include a synchro-14 guidewire and the navien intermediate catheter.